Event description:
A clinical supervisor reported that four surgeons have had ten to fifteen unexpected refractive outcomes following intraocular lens implant surgeries. She did not provide patient identifiers or a specific number of patients or eyes for each surgeon. Additional information has been requested. This report is for all of the outcomes reported by the four surgeons.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).